Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in recurrent peritonitis. The breach in aseptic technique was reported as due to a touch contamination. It was not reported if the patient was hospitalized for the event. It was reported that the patient was treated with unspecified antibiotics for the event. The patient reported that the peritonitis event "would go away 2 weeks after starting antibiotics and then come back again". The patient recovered after the 3rd reoccurring peritonitis on an unknown date this year. The pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis therapy for the past two months. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.